Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 305892 and lot number 2309005. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples of the reported lot number were obtained from the manufacturing facility. The retained needles were assembled with a bd emerald 2ml syringe. The needles could be properly assembled with no issues found. After assembling, liquid was aspirated and was found to move normally through the cannula with no signs of clogging, needle detachment from the syringe, or any other defect. Based on the investigation results, causes related to the manufacturing process could not be determined for the reported incidents. If the affected samples become available for this incident or any potential future incidents, we would greatly appreciate the opportunity to conduct a thorough review. The needles are regularly inspected for occlusion conditions as part of the in-process inspection after assembly. In certain circumstances, the drug used may become deposited into the cannula causing the needle to block/occlude due to crystallization or other solubilization effects. Occlusion is most likely to occur if a drug remains in the needle for an extended period of time. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd needle eclipse needle is blocked. The following information was provided by the initial reporter: individual cannulas have been blocked.